Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog# 9392510 and 510k# k094025 is not approved for sale in us. (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be det ermined.

Event description:
It was reported that patient underwent transforaminal lumbar inter-body fusion due to lumbar spinal canal stenosis at l3/4.on an unknown date post-op, patient complained of pain and numbness of the right leg due to nerve compression. Postoperative, the placed cage had completely backed out to the spinal cord. Patient underwent revision surgery to remove the backed out cage and autografting. Neurological symptoms due to backed out cage was reported. Reportedly, after revision surgery, the patient said the pain is getting better after he woke up from anesthesia. The waveform was confirmed by monitoring.

Manufacturer narrative:
X-ray review results: l2-3 tlif and l4-5 tlif post-op and intra-revision films provided. No initial post-op scan to evaluate hardware provided. The l2-3 cage is very small and has backed out entirely. The l4-5 cage is also undersized and posterior in the intervertebral space. Root cause: surgical technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.